Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer had discrepant glucose and total protein results for one patient sample. Patient came to the emergency room complaining of chest pains. Customer questioned the initial glucose result of 16.4 mg/dl and repeated the serum sample approximately one hour later. Repeat glucose result was 110.1 mg/dl. The patient's total protein results were also discrepant, initial total protein was 6.5 g/dl (accompanied by a data flag), repeat 7.6 g/dl. None of the original results for the patient were reported. Reagent lot numbers were not provided. Customer found the rt2 probes were bent and replaced them, however, the probes crashed again when she tried to run controls. The field service representative determined a piece of plastic lodged under a cassette was the cause. He corrected the cassette, replaced probes and ran precision on glucose and total protein. He verified analyzer operation by performing qc and precision check.